Manufacturer narrative:
(B)(6). Additional product code: hwc. Device was not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part manufacture date: 25april2015. A review of the device history record revealed no complaint related anomalies. The device history record shows the device was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgeon felt resistance when placing the nail into the patient's bone. He decided to ream the proximal femur part, for the trochanteric fixation nail (tfn) to pass easily within the patient's bone; however, he still felt resistance placing the nail but he managed to enter the nail into the bone of the patient. When the surgeon went to place the helical blade, the blade did not enter into the nail. The surgeon decided to remove the nail (he had difficulty) and he saw that the nail was rotated from its original position and the proximal hole of the nail for where the screw connection sets was damaged. The insertion handle could not be removed from the nail. The physician tried to place the second blade but he could not place the blade into the nail. There was no prolongation in surgery reported. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Device investigation summary ¿ one tfn ø10 130° l235 tan green (product number: 456.325, lot number: 7940430, mfg date: 13mar2015; part one helical blade f/tfn ø11 l95 tan gold (product number: 456.304, lot number: 7991237, mfg date: 25apr2015; part one helical blade f/tfn ø11 l95 tan gold (product number: 456.304, lot number: 7991237, mfg date: 25apr2015; part and one insert-handle f/tfn (product number: 357.411, lot number: 6694869, mfg date: 15aug2011; part was received. Upon visual inspection of all complaint devices there are clear indentation marks throughout each device that was most likely caused by a lot of force trying to insert the helical blade into the nail. Parts 1 and 4 (insertion handle and nail) are cold wielded together and cannot be removed; this is most likely caused by over rotating the connecting screw causing it to become stuck. For part 1 there is severe damage around the proximal end where the helical blade is to be inserted. For part 2 there are damaged sections throughout the blade. For part 3 there are minor damage throughout the blade. A root cause could not be determined; the complaint condition for parts 1-3 may have been caused by the nail rotating as stated in the complaint description and the surgeon trying to a free hand technique to insert the helical blade(s) into the nail under power causing the complaint condition. And for part 4 there are indentation marks near where the driving cap is supposed to attach, the damage may have occurred as a result of hammering on the driving cap to drive the nail into the patient¿s anatomy through the use of the insertion handle. A root cause could not be determined; it may have been a result of over torque the connecting screw causing the handle to become stuck onto the nail. The complaint is confirmed. The device drawing (for two: 456.304) was reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.